Event description:
Information received by medtronic indicated that insulin pump was damage on front face between down and left arrow. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the keypad overlay found on (B)(6) 2022. The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the displacement test due to blank display. The insulin pump was cut open for visual inspection. No evidence of physical damage or moisture damage was found on electrical board 2, the motor, force sensor, or vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: punctured and torn keypad overlay, cracked select button keypad overlay, scratched keypad overlay, scratched case and pillowing keypad overlay. Blank display is confirmed due to cracked lcd glass. Keypad overlay punctured and torn keypad overlay is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.